Event description:
It was reported when the device was used during a laparoscopic splenectomy, upon removal, the disc tore. The case was completed using the initial incision. There was no patient consequence.